Event description:
It was reported that while placing the bravo ph monitor the capsule did not attach to the patient's esophagus. During the process of removing the delivery system, the capsule fell off in the back of the patient's mouth. No injury to the patient was reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A f/u medwatch report will be sent when the analysis is complete and/or when add'l info is received from the hcp.